Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be performed as no lot information was provided.

Event description:
It was reported that the issue with the tracheostomy was that it was not fenestrated, so windows were created using the atos fenestration punch in one of the internal cannulas and the external cannula. Unfortunately, the inner cannula was very soft and weakened due to the windows, making it impossible to insert. There was no additional information provided.